Event description:
The customer was experiencing hypoglycemia during the night and waking up to drink orange juice. They had been adjuting their insulin based upon results obtained on their glucose meter. They usually get results between 70-150 mg/dl and they had been getting readings in the 3-400 mg/dl range which prompted pt to take more insulin. Spouse called the ambulance and pt was taken to the hosp. Their glucose was 39 mg/dl and they were treated with an IV and kept over night. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.